Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if the product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 32.9 mmol/l (592.2 mg/dl) between 5 and 24 hours of wearing the pod. The patient¿s mother reported they were experiencing high bg levels and ketones were 2.9. The patient had a stomachache and was feeling nauseous. The parents called the emergency unit at charles h. Best diabetes centre. The call lasted 45 minutes. The emergency unit suggested using an insulin pen to bring down the bg levels. The diagnosis given by the emergency unit was diabetic ketoacidosis. Upon removal of the pod from their abdomen, they noticed bleeding at the pod site and the cannula was found to be bent. A new pod was applied. The patient¿s bg was reported to be 15.4 mmol/l (277.2 mg/dl) and they are feeling better.